Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of burnt distal tip and misalignment of angulation was confirmed. Based on the results of the investigation, it is likely that due to insufficient distance between tip of endo therapy accessories and distal end during a high-energy endo therapy accessory (laser, high frequency, and apc probe) is in use, the suggested event may occur. However, a definite root cause that led to the malfunction could not be determined. The event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use which state: operation manual - using endotherapy accessories high-frequency cauterization treatment operation manual - using endotherapy accessories - high-frequency cauterization treatment warning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. Laser cauterization operation manual - using endotherapy accessories - laser cauterization warning: to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Apc probe operation manual - using endotherapy accessories - argon plasma coagulation (apc) warning: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during maintenance check by the customer, the bronchovideoscope¿s distal tip was burnt. There were no reports of patient involvement.